Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that there was a loss of monitoring on eight telemetry patients through a telemetry module housing.

Manufacturer narrative:
The telemetry module housing was received at spacelabs¿ equipment service center for repair where the reported problem was verified and the power switch was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.